Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. There is blood present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noticed that the balloon ruptured before passing the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported.